Manufacturer narrative:
(B)(4). Evaluation, conclusion: user error contributed to event (defect prior to use).

Event description:
A valiant thoracic stent graft was implanted in the patient for the endovascular treatment of a thoracic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that during the index procedure the physician noticed a gap between the taper tip and the graft cover. The delivery system was used and due to the gap the patient¿s vascular intima was scratched. The patient¿s lesion was treated using blood vessel prosthesis. No additional clinical sequelae were reported and the patient is doing fine. A review of returned photo's of the delivery system showed that the stent graft had not yet been deployed, and there was a gap seen of approximately 1mm (approx 1/2 the width of the graft cover marker band). The cause of the gap could not be determined from these images.

Event description:
The device was returned and its evaluation is complete. The device was returned within its original packaging, inside a generic brown box. The catalog and lot numbers on the label matched the numbers from the event. The device was returned bloody with the stent graft still loaded within the delivery system. Upon inspection of the device, there was a 2 mm gap between the graft cover and tapered tip. The rest of the device was unremarkable. The complaint was confirmed; there was a gap between the tapered tip and graft cover. The root cause of the event could not be conclusively determined during analysis since the device was used in the patient; it is unknown if the gap was present prior to use.

Event description:
Additional information was received for this case. The gap was observed prior to inserting the delivery system and the vessel injury occurred when the delivery system was inserted into the femoral artery. Gap confirmed prior to procedure.